Event description:
It was reported to vyaire medical that the lap top ventilator 1150 was on a patient when death occurred at patient's home.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The event trace indicate that the uut (unit under test) was allowed to run disconnected from external power until the internal battery was depleted, resulting in ln vent 1 event. The uut (unit under test)was allowed to cycle on and off for a period of at least 1.1 hours before being reconnected to external power and restarted by on/standby button. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.